Event description:
A verathon tech found the ami 9700 device to be reading low during an evaluation prior to shipment. Device was not used on a patient.

Manufacturer narrative:
Additional device component: ami 9700 probe (B)(4) device evaluation summary: a verathon tech discovered that the device was failing calibration attempts and reading low (3.1cm on 3.7cm phantom). The tech replaced the circuit board inside the probe and confirmed the device is now reading accurately (3.6cm and 3.7cm phantom).